Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic with a right atrial lead that was dislodged. The lead was explanted and replaced. The patient was stable.